Event description:
It was reported that during a da vinci s prostatectomy procedure while using the maryland bipolar forceps instrument the system, reportedly did not recognize the instrument. The surgical staff tried to set another instrument on the same arm, and then the staff confirmed no problem for the sterile adapter. The staff exchanged it into a backup instrument, and the planned procedure was completed without problem. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was checked for recognition on an in-house system and the system successfully recognized instrument. The pogo pins were not stuck or contaminated. The dcp (dallas chip programmer) verification of the instrument passed. The instrument was driven and moved intuitively and the grips opened and closed. Engineering also found scratches on the main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.